Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total knee arthroplasty procedure, when the first packet was opened, the needle and the thread were found to be disengaged. The procedure was completed with another device. There was no patient injury.